Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported by the account. The account reported that the patient underwent heart transplant on (B)(6) 2018. Multiple attempts were made to obtain additional information regarding the reported event as well as the pump¿s return status; however, no further information was provided by the account and the device has not been returned to date. If heartmate ii left ventricular assist system (lvas), serial number (B)(6), is returned at a later date, this investigation may be reopened to include the evaluation of the device. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Although no device related issues were reported, the IFU lists all potential adverse events that may be associated with the use of the heartmate ii lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient underwent transplant. No additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.